Event description:
During biomed testing, the device displayed "bridge test failed" when attempting to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.